Event description:
It was reported immediately following deployment, this filter migrated to the pulmonary artery. No retrieval was attempted. The pt was transferred to another facility and the pt's condition is stable. To date co's attempts to obtain further details about this event, or any further action to be taken have been unsuccessful. A delivery system in the released position along with a sheath and dilator were received, evaluated and retained by this MFR. The engineering evaluation indicated indents were located in the sheath 10.3 centimeters from the distal end and from 11.6 to 13.0 centimeters from the distal end. A lot search was performed and revealed no other complaints to date on this lot number. Review of the device history record did not indicate any manufacturing discrepancies and films taken of the filter during manufacturing process confirmed the filter was loaded appropriately. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most case, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."